Event description:
It was reported that the pulse generator setscrew was stripped during implant. The device was not used.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of set screw stripped was confirmed in the laboratory. The a-tip setscrew was found to be stripped when received. Medical adhesive materials inside the inset were noted. This could prevent the torque wrench to be fully engaged and caused stripping of the setscrew inset.